Manufacturer narrative:
(B)(4). Date sent: 4/12/2024. D4: batch # 548c74. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60b reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 548c74, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? No consequences. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No change.

Event description:
It was reported that during the unk surgery, opened the package and noted the clip bulged. Changed the new one to complete surgery. No additional information can be provided.